Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a core wire fracture located 294.9cm from the proximal end. The outside diameter was measured and found to be within specification. Sem analysis of the fracture site revealed that the fracture occurred within the solder joint region. The fracture surface exhibited elongated dimple ruptures in a twist direction and some surface smear typical of a torsional motion. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2011-00744. It was reported that during a percutaneous transluminal intervention treatment procedure, a guide wire tip detachment occurred. The lesion location and lesion characteristics are unknown. The physician attempted to recanalize the lesion with a non-bsc cto catheter and the platinum plus guide wire. The tip of the platinum plus guide wire 'ripped' and detached and remained inside the patient. Another platinum plus guide wire was used during the procedure, however, once the guide wire was removed, the platinum plus guide wire tip detached outside of the patient. A third platinum plus guide wire was used to complete the procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #: 2134265-2011-00744. It was reported that during a percutaneous transluminal intervention treatment procedure, a guide wire tip detachment occurred. The lesion location and lesion characteristics are unknown. The physician attempted to recanalize the lesion with a non-bsc cto catheter and the platinum plus guide wire. The tip of the platinum plus guide wire 'ripped' and detached and remained inside the patient. Another platinum plus guide wire was used during the procedure, however, once the guide wire was removed, the platinum plus guide wire tip detached outside of the patient. A third platinum plus guide wire was used to complete the procedure. No further patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID #: 2134265-2011-00744. It was reported that during a percutaneous transluminal intervention treatment procedure, a guide wire tip detachment occurred. The lesion location and lesion characteristics are unknown. The physician attempted to recanalize the lesion with a non-bsc cto catheter and the platinum plus guide wire. The tip of the platinum plus guide wire "ripped" and detached and remained inside the patient. Another platinum plus guide wire was used during the procedure, however, once the guide wire was removed, the platinum plus guide wire tip detached outside of the patient. A third platinum plus guide wire was used to complete the procedure. No further patient complications were reported and the patient's status is stable.